Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified that the settings have been locked out. The fse replaced the graphic user interface (gui) cable with a customer provided replacement. The unit passed all tests, calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated an error code, alarmed and stopped functioning. The patient was transferred to another ventilator without harm.